Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during an unknown procedure two of the 4.5 healix br anchor w/ocord burst a third device had to be used and that one was successfully implanted. The distal tip of the anchor was broken and did not held in place by the suture. There is some tissue and blood debris on the tip of the anchor and material on the suture. The suture was frayed, and the violet suture is unbraided. It was determined that this issue could have possibly occurred during assembly. This type of failure where the distal tip of the anchor is broken has historically been attributed to technique during the procedure and about the loading the sutures into the shaft of the inserted requires operators to use tools that might have contributed to this failure. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b3, b5: subsequent follow-up with the customer, additional information was received. It was reported that the event date was (B)(6) 2020. It was reported that there was no surgical delay. It was reported that the case was completed as the surgeon placed an identical spare device of a different lot number. It was reported that an alternative product was readily available. It was reported that the event occurred during a tendon repaired of tarsal bone.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the complaint submission tool that during an unknown procedure. The doctor reamed with 6.5 awl and hit 4.5 healixbr, but it burst when transferred to the implant. Two of the 4.5 healix br anchor w/ocord burst a third device had to be used and that one was successfully implanted. No patient consequence and no surgical delay was reported. No additional information was provided.